Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to nerve damage. Tooth location 34.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation was returned for investigation. Visual evaluation of the as returned product identified bone residue around the external threads and dried blood in the drive feature. There was no evidence of any damage or malfunction. The returned device was measured and verified to match DHR print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth # 21 and was used for approximately 1 day. Pictures or x-ray images of the implant site were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient had discomfort 24 hours after placement and pain. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.